Event description:
Thrombus formation was found around j-shape area of atrial lead post-mortem. Pt had been hospitalized due to signs of pneumonia and died of pulmonary infarction at a later date. The device was not received for analysis.